Manufacturer narrative:
The facility's engineering staff determined an internal assembly overheated, resulting in the reported odor. A steris service technician arrived onsite to inspect the reliance synergy washer. The technician's evaluation identified the unit's drain sensor developed a crack which allowed moisture to contact and damage the washer's internal components, resulting in the overheating condition reported by the user facility personnel. The technician repaired the unit, by replacing the piston assembly, drain sensor, seal, and gasket. The unit was tested and returned to service. The unit was manufactured in 2004 and is approximately 13 years old. No additional issues have been reported.

Event description:
The user facility reported a burning odor. No report of injury, procedure delay or cancellation.